Event description:
Allegedly, four years after the left tha, radiographs show stem fracture in distal portion, revision has been scheduled (B)(6) 2022. The distal portion will be left as it is, and a cemented stem from another company will be inserted. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.